Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of low flow alarms; however, it was reported that the alarms resolved upon the removal of fluid or blood around the heart during re-operation. The report of bleeding at the outflow graft to aorta anastomosis site could not be confirmed through this evaluation as no photos were submitted. A specific cause for the reported event could not be determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021 and found that the pump operated at the set speed without issue. Multiple low flow hazard alarms were captured on (B)(6) 2021. Most of the low flow alarms were transient; however, 2 of the low flow alarms were more sustained on (B)(6) 2021. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding, pericardial fluid collection, and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 5 "surgical procedures" of the IFU provides instructions on how to anastomose the outflow graft and states to ensure that the suture line is secure with no blood loss. Section 5 states when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 also contains a section on "blood leak diagnosis", and explains that a blood leak from any implanted component of the system can be identified through unexplained internal bleeding (beyond the perioperative period following implant), possibly with painful distension of the abdomen or tamponade. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the doctor called and reported that the patient was having continuous and recurring low flow alarms. The patient's flows were between 2.2 and 2.5 lpm, when normally they were in the 3.0 lpm range. The patient was noted to be hypovolemic and was very anxious and had elevated blood pressure, which was thought by healthcare providers to be a potential cause of the low flows alarms. It was also noted that the patient's right ventricle had been depressed since before implant and the patient had required inotropes since surgery (the patient had been started on heparin on (B)(6) 2021 and their chest tubes were removed on (B)(6) 2021). Log files were sent for review and captured persistent low flow events throughout the log. During prolonged low flow events the calculated flow was captured as low as 1.6 lpm. These appeared to patient related, as there was noted elevate pulsatility index (pi) at the time. Chest x-rays on (B)(6) 2021 showed large pleural effusions bilaterally, so the patient returned to the operating room for chest clean out. The surgical team opened the patients chest and cleaned out fluid that was possibly causing the right ventricular compression. The low flow alarms resolved in the operating room. Upon exploration of the chest the surgical team was not able to find a source of bleeding. The patients chest was closed and they were returned to the cardiovascular intensive care unit in stable condition. On (B)(6) 2021, an echocardiogram showed a hematoma posterior of the heart that was pressing on the right side of the heart and was causing it to not fill adequately, which was drastically different from an echocardiogram that was done on (B)(6) 2021. An x-ray did not show any large effusions. The patient was taken to the operating room for chest exploration, and once the surgeon got in the chest and evacuated a thrombus it was noted that there was some bleeding coming from the aortic anastomosis site. Two pledgeted sutures were placed, which stopped the bleeding. No other sites of bleeding were noted while the chest was open, and the pump was operating as intended. Once the hematoma was evacuated the pump flows returned to the patient's baseline of 3.0-3.3 lpm. Coagulation labs showed normal results, as did thromboelastography.